Manufacturer narrative:
(B)(4)

Event description:
It was reported that the clinician reported a pulse generator exhibited a diagnostics anomaly during a merlin.net transmission. No additional information is available at this time.